Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed one (1) low flow alarm logged on (B)(6) 2018. Additionally, visual evidence provided by the site revealed discoloration of the driveline outer sheath and fluid in the driveline. As a result the reported events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Based on historical review of similar events, the most likely root cause of driveline sheath degradation may be attributed to multiple factors including exposure to uv light and/or design issues. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and the vad driveline had fluid inside. The vad remains in use. No patient complications have been reported as a result of this event.